Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had their pump in their pocket and the touch screen became shattered; subsequently, customer was no longer able to interact with their pump. Customer's blood glucose level was approximately 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.